Event description:
A customer reported that during three to four surgical cases, with two different surgeons the pressure seemed low during fluid air exchange. The pressure had to be increased from 35 mmhg to 60 mmhg. There wa sno patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).